Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was receiving a button error alarm on the insulin pump. Customer took the battery out and put the same battery in, but then she received a weak battery alarm. Customer was unable to clear the alarm. Customer's blood glucose was over 100 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. Pump monitored for several days and no weak battery alarms occurred during our testing. The insulin pump was programmed with test minilink and the glucose sensor simulator; the insulin pump communicated properly with glucose sensor simulator and displayed the value properly on display graph. No weak signal alarm noted. The operating currents are normal. The insulin pump has cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.